Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 indicating that it did not recognize the electrocardiograph (ECG). The asp evaluated the device and confirmed it needed the ECG measurement module. The module was replaced, and the device was returned to service. No further actions are needed at this time. Based on the information available and the testing conducted, the cause of the reported problem was the ECG measurement module. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the efficia dfm100 does not recognize the ECG. Patient involvement is unknown at this time, however, no adverse patient impact or injury was reported by the customer. Additional information has been requested. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.